Event description:
According to the reporter: occurred during laparoscopic abdominal surgery. The device was unable to fire. The surgeon was unable to squeeze the handle. The device was replaced to complete the case. There was no patient injury.